Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the image guide coating peeling issue could not be determined, however, the issue was likely due to repetitive use stress, external factors and or user hand handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital (noting due to character limit). The device was returned to olympus for evaluation and the reported event was confirmed. The connecting tube was found to be dented. In addition to the coating of the image guide serpentine that was found peeling off, other evaluation findings are as follows: the channel cleaning brush could not be inserted smoothly due to damage on the channel tube, the adhesive on the bending section cover was chipped, the venting connector under grip was shaved, the image guide bundle had significant breakage, and there were scratches on the eyepiece, the grip, the angulation lever, and the upward/downward plate. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the tip of the tracheal intubation fiberscope was bitten. There was no report of patient harm. The device was returned, evaluated, and it was found that the coating of the image guide serpentine was peeling off (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.